Manufacturer narrative:
Per the clinic, the patient experienced redness at the implant site, which progressed to an infection resulting in skin thinning and subsequent magnet extrusion. The patient was treated with oral and topical antibiotics (specific dates and duration not reported). However, the issue did not resolve, and the device was explanted on (B)(6) 2026.

Event description:
Per the clinic, the patient experienced a magnet dislodgement for the second time due to head trauma. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred. Additional information has been requested but has not been made available as of the date of this report.